Event description:
It was reported the patient's powered wheelchair was in recline when it suddenly stopped working. The patient was subsequently trapped in her wheelchair for approximately three days. No patient injuries were reported as a result of this event.